Event description:
Orthofix received a notification from the FDA for report mw5166507 that was received through FDA medwatch program. This is a report from an unknown physician regarding a m6 patient with a collapsed core and severe osteolysis.

Manufacturer narrative:
Without any identifying information we are unable to investigate this report further or request additional information to be provided.